Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the clamp was loose and could not be closed tightly. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the patient underwent an infusion treatment for anal fistula. Noticed clamp loosen and result in unable to close tightly.

Manufacturer narrative:
Investigation: a device history report was conducted for lot number 8262053, and no related abnormalities were found. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the clamp was loose and could not be closed tightly. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the patient underwent an infusion treatment for anal fistula. Noticed clamp loosen and result in unable to close tightly.